Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that prior to implant this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. This device was never in service and was not attempted to be implanted. The s-ICD was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory communication could not be established with the subcutaneous implantable cardioverter defibrillator (s-ICD) using a programmer. Telemetry difficulties were noted to be variable based upon temperature variations. Testing found that at typical operating room temperatures, the rf telemetry in this s-ICD would be unreliable. The field observation of unable to interrogate was confirmed by analysis.